Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical products: item#: (B)(6), comp rvrs shldr glnsp std 36mm; lot#: 651740. Item#: (B)(6), comp lk scr 3.5hex 4.75x15 st; lot#: 657100. Item#: (B)(6), comp rvs cntrl 6.5x35mm st/rst; lot#: 372640. Item#: (B)(6), comp lk scr 3.5hex 4.75x30 st; lot#: 379860. Item#: (B)(6), comp lk scr 3.5hex 4.75x30 st; lot#: 025750. Item#: (B)(6), comp rvs cntrl 6.5x25mm st/rst; lot#: 171820. Item#: (B)(6), comp lk scr 3.5hex 4.75x15 st; lot#: 657230. Item#: (B)(6), comp primary stem 8mm mini; lot#: 64406077. Item#: (B)(6), cr prolong 36mm brng std; lot#: 64790167. Item#: (B)(6), mini tray std cocr +0 offset; lot#: 64866458. Item#: (B)(6), comp rvs cntrl 6.5x30mm st/rst; lot#: 627260. Item#: (B)(6), 25mm versa-dial taper adaptor; lot#: 727530. Visual examination of the returned products identified that the taper shows signs of use and damage as seen in the photos marked taper. Item and lot numbers of the taper adapter are confirmed to be issued to the base plate lot as seen in the photo marked item & lot. The baseplate was not returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: two views of the right shoulder demonstrate a reverse shoulder arthroplasty with disassociation of the glenosphere from the glenoid plate. The glenosphere appears to continue to articulate with the humeral component. No significant radiolucency. No bony fracture. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical products: item#: 115310, comp rvrs shldr glnsp std 36mm; lot#: 651740. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right shoulder arthroplasty for an unknown reason on an unknown date. Subsequently, the patient was revised due to disassociation of implants.